Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No additional pt complications were reported by the hosp.